Event description:
The patient had been to the emergency room (ER) several times over the last several months for sweating and rash¿possible withdrawal. The patient also had increased spasticity and less than 50% therapy relief. Diagnostic testing of x-rays was done showing a break at the distal portion of the patient¿s catheter (date unspecified). The patient was hospitalized for surgical intervention. A revision was done where the catheter was explanted and a new catheter replaced on (B)(6) 2013. The patient was alive with injury at the time of this report. Drug delivered via the device was baclofen. It was later reported that the patient was doing better with better spasticity relief.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013 product type: catheter. (B)(4).